Event description:
Ous MDR - boston scientific received information that this (rv) lead had dislodged. Lead testing showed a significant decrease in wave measurement but the threshold and impedance were unchanged. Subsequently, a chest x-ray was performed and confirmed that the lead had been dislodged from a high septal position to an apical position. The physician decided not to reposition the lead to reduce the chances of infection as the patient was not dependent on the device and the lead happened to be situated in a reasonable position in the apex. The rv lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is; therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.